Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by the customer drinking two cups of water and resuming insulin. Reportedly, the customer continued to use the pump for insulin therapy.